Event description:
Rn reports a 5ml/hr infusor attached to a pcm watch appeared to flow fast. Rn states the watch filled twice within 4 minutes instead of anticipated 6 minutes. The pt was not injured.